Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis found the primary failure of broken input disks to be related to the customer reported complaint. The medium-large clip applier instrument was found to have a broken grip input disk. The input disk controlling the grip of the applier appears completely broken. The breakage was seen reaching all around the input disk. As a result of the fully broken inputs, the instrument failed the clip test but passed the intuitive motion test. Visual inspection was performed and found no damage to the instrument main tube or distal end. The instrument was found to have failed functional testing - clip test. The failed clip test was likely caused by the broken grip input disk. The grips clip test was performed and failed. The clip applier instrument failed the clip test due to misapplication of the clip (the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). Probable root cause of the failure mode broken instrument input disks are attributed to use and incorrect reprocessing conditions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier does not clip. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.